Manufacturer narrative:
This event was discovered during a scheduled fse maintenance visit. After discovering the b30 scope communication error, the fse cleaned the contact points and scope connector. He then reconnected the 190 series scope to the tower for a test and the same error appeared on the display. The fse did test other series scopes and those all functioned properly. He then informed the customer that this unit will need to be sent into the service center for further inspection and repair. At this time, the device has no yet been received for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
During a scheduled maintenance visit by an olympus field service engineer (fse), it was discovered that the customer's evis exera iii xenon light source was presenting a b30 scope communication error. This event occurred during maintenance and had no patient involvement.